Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had atypical anatomy, and the groin site was difficult to access. A short abiomed (abmd) sheath kinked and was exchanged for a long abmd sheath with was utilized without issue.